Manufacturer narrative:
The patient was sent a new blood glucose meter and test strips. Neither the blood glucose meter nor the test strips have been returned to the manufacturer. An investigation will be performed but has not yet begun.

Event description:
The member reported that the livongo's meter gives readings that are very different from capillary lab tests at a doctor's office. The result of the livongo's meter was greater than 20% from the capillary result.